Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts are being made to get the reported sample. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient receiving normal saline, pulled out IV on her own and it was noted that the tip of the catheter was not intact. The bed was searched, and the tip was unable to be found. X-rays were performed on both her chest and the arm the IV was in, and the tip was not visualized. Patient has had no complications since the incident.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Upon receipt the actual device involved was visually inspected. The returned sample was kinked and the tip was broken off. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.